Event description:
It was reported that a patient receiving home care visited the outpatient clinic complaining that the foley catheter balloon had fell out after 4 days of placement. The balloon was found to be ruptured. As per follow-up information received from ibc on 18oct2022, it was stated that the issue was ¿tear at funnel bifurcation¿ since the balloon rupture was not observed to the returned sample. Per follow-up information received from ibc on 07nov2022, stated that the returned sample was correct. The initial report "balloon rupture" was incorrect. This complaint was just against "tear at funnel bifurcation". There was no balloon burst reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against bd product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a patient receiving home care visited the outpatient clinic complaining that the foley catheter balloon had fell out after 4 days of placement. The balloon was found to be ruptured. As per follow-up information received from ibc on (B)(6) 2022, it was stated that the issue was ¿tear at funnel bifurcation¿ since the balloon rupture was not observed to the returned sample.